Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: device code(s) h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one healing abutment for evaluation. Visual evaluation was performed. Unable to disengage abutment from implant and its drive feature was observed to be heavily damaged. Malfunction detected. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was user error. Therefore, based on the available information, a device malfunction did occur. The abutment was unable to be removed from the implant and its drive feature was observed to be damaged. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D4: lot number is not provided / unknown. D10: dental implant, t3 pro tapered implant 6/5mm (d) x 10mm (l), lot number 2023020111. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the center screw of the encode abutment became stripped and the abutment was unable to be removed. The implant was removed because of the stripped encode abutment screw. Tooth #2 symptoms as a result of the event: abscess.